Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report from aemps which contained the following information: customer reported receiving different readings from the adc freestyle libre sensor compared to the capillary test. The report noted that on (B)(6) 2019, a sensor reading of 100 mg/dl was obtained and customer experienced unspecified severe hypoglycemia and consequently lost consciousness. Customer previously reported to adc the following information: readings information obtained from the sensor daily log report for (B)(6) 2019 are as follows: at 1:00, a sensor scans of 65 mg/dl, 40 mg/dl, 40 mg/dl and 40 mg/dl were obtained, registering low glucose. At 17:00 on the same day, a sensor scan of 40 mg/dl was received compared to a capillary test result of 71 mg/dl. Customer¿s parents treated with glucagon and no further treatment or information was provided.

Manufacturer narrative:
Additional information: section h-4 (device mfg date) has been updated based on the device history record. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Abbott diabetes care received a user report from aemps which contained the following information: customer reported receiving different readings from the adc freestyle libre sensor compared to the capillary test. The report noted that on (B)(6) 2019 , a sensor reading of 100 mg/dl was obtained and customer experienced unspecified severe hypoglycemia and consequently lost consciousness. Customer previously reported to adc the following information: readings information obtained from the sensor daily log report for (B)(6) 2019 are as follows: at 1:00, a sensor scans of 65 mg/dl, 40 mg/dl, 40 mg/dl and 40 mg/dl were obtained, registering low glucose. At 17:00 on the same day, a sensor scan of 40 mg/dl was received compared to a capillary test result of 71 mg/dl. Customer¿s parents treated with glucagon and no further treatment or information was provided.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in sensor state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Abbott diabetes care received a user report from aemps which contained the following information: customer reported receiving different readings from the adc freestyle libre sensor compared to the capillary test. The report noted that on (B)(6) 2019, a sensor reading of 100 mg/dl was obtained and customer experienced unspecified severe hypoglycemia and consequently lost consciousness. Customer previously reported to adc the following information: readings information obtained from the sensor daily log report for (B)(6) 2019 are as follows: at 1:00, a sensor scans of 65 mg/dl, 40 mg/dl, 40 mg/dl and 40 mg/dl were obtained, registering low glucose. At 17:00 on the same day, a sensor scan of 40 mg/dl was received compared to a capillary test result of 71 mg/dl. Customer¿s parents treated with glucagon and no further treatment or information was provided.